Event description:
Hospital recently changed to (B)(6). My patient had MRI done in this system. I did not get report because we use another emr. Delay in physician oversight. Could have resulted in damage to the patient. FDA safety report ID# (B)(4).